Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported finding during injection the needle clogs. Not all from this box but most. Informed caller of proper placement and to complete a flow check with all injections dc. Lot # 3234697. Lot # unknown lot # for 2nd box. Catalog# 320550 for the 2 boxes. Date of event unknown. Sample status discard.